Manufacturer narrative:
(B)(4).

Event description:
Nurse was attempting to take black cap off the end of morcellator and was cut trying to pull it off. Cap was extremely tight. A bandaid was applied to the cut. The nurses condition is fine. No product returning for evaluation.